Event description:
A consumer reportedly had an unspecified reaction a month after the initiation of use of dynastep shoe inserts. The consumer reportedly required an operation that removed approximately half of consumer's right foot. After the surgical procedure, consumer reportedly required rehabilitation and plastic surgery. Consumer had not fully recovered approximately 9 months after the surgery.